Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Interrogation of the device revealed it contained hydromorphone and bupivacaine.

Event description:
The pump device was returned for analysis. The reason for explanation was ¿end of useful life¿. The patient was receiving an unknown intrathecal medication via an implanted pump for spinal pain, failed back surgery syndrome, and non-malignant pain. Further information was not provided.